Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported via phone call, that the customer was hospitalized in the intensive care unit on (B)(6) 2015 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization 438 mg/dl. The customer reported having symptoms of vomiting. The customer was wearing the insulin pump at the time of hospitalization. It was also reported that the insulin pump had damage to the lcd screen and casing. Troubleshooting was declined. Advised insulin pump would be replaced.